Event description:
It was reported that a pt had a problem with her neurostimulator. Two weeks after implantation, there was swelling over the neurostimulator. The pt was instructed not to recharge or use stimulation until the swelling subsided. There were also coupling and communicating issues with the device. Three weeks later, there were still coupling and communication issues with the device. One month later, the pt reported not being able to adjust the stimulation. It was determined that the battery was implanted too deep and a pocket revision of the battery was done. About a week later, it was reported that the device was charging more than expected. The pt felt a "warm sensation" in or around the neurostimulation pocket during recharging. The pt was given instructions on proper recharging. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR dur to implementation of process improvement.